Manufacturer narrative:
Technician found loose pins in p379 cable connector causing this issue. Replaced p379 cable ((B)(4)) checked functions - to resolve this issue.

Event description:
Complaint alleged that the pt in medsurg room could place nurse call, with response not heard in expected location. No injury alleged by account.